Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient started to get alerts from her cgm receiver that the egv was 40's and 50's. She decided to do bg test and it showed 117 mg/dl while her cgm was showing 47 mg/dl. No medication was taken and she was not feeling any symptoms during this time. However, on the same day, she was at her friend's house when she suddenly passed out and the next thing that she could remember is that she woke up and her daughter was calling 911 for medical assistance. When the paramedics arrived her bg test was 46 mg/dl but she couldn't recall what was her cgm readings at that time but she alleged that it was inaccurate. She was given IV glucose then she felt better a couple of minutes after. She was not brought to the emergency room (ER) and the paramedics left when she's stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. When the paramedics arrived, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.